Event description:
It was reported that the patient experienced severe pain, positional headache, and nausea one day post-implant. The issue resulted in hospitalization. The patient as kept for one additional night. The post-operative pain improved after toradol was administered on (B)(6) 2014. It was stated that zofran, fioricet, and acetaminophen were also administered. The daily dose was decreased 20% on (B)(6) 2014. The event resolved without sequela, as of (B)(6) 2014. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter.